Manufacturer narrative:
Insulin pump received with cracked case near display window corners, cracked on display window, severely scratched display window and reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 142 mg/dl. The customer stated display was not blank for less than 30 seconds and did not blank during call. Customer declined to troubleshoot for blank display. The insulin pump will be returned for analysis.